Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to contamination to the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). It was reported that eleven days after the patient (pt) experienced the peritonitis, the pt was hospitalized for diarrhea and vomiting (onset date unknown). Treatment was not reported. On the same day, the patient was discharged from the hospital.

Event description:
It was reported that a patient (pt) had a break in aseptic technique during peritoneal dialysis (pd) therapy which caused peritonitis. On an unreported date, the pt began treatment with dianeal therapy (dose, frequency, and lot number not reported), intraperitoneally (ip) for peritoneal dialysis (pd). On an unreported date, the pt experienced a break in aseptic technique which was described as "a contamination" (details not provided). As a result, the pt experienced peritonitis and was hospitalized on the same date. On an unreported date, the pt was treated with unknown antibiotics during hospitalization. The cause of the peritonitis was reported to be due to the contamination (unspecified). On an unreported date, the caregiver was retrained on proper aseptic technique for pd. On an unreported date, the pt experienced shingles. Treatment was not reported. Concomitant therapy was not reported. Thirteen days later after being admitted to the hospital, the pt was discharged to home. At the time of this report, the pt was recovering from the events of peritonitis and shingles. At the time of this report, dianeal therapy was ongoing. Additional information was requested but is not available.